Manufacturer narrative:
Customer installed the glucose electrode incorrectly which caused a leak.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a leak on synchron lx20 pro clinical system. No injury was reported.